Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: steerable guide c0302 70720u221. Clip delivery system: cds0502 70918u132. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report that difficulty was met during clip deployment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with an mr grade of 4. The first clip delivery system (cds) (70918u132), was advanced to the mitral valve leaflets and was successfully implanted. A second cds (70918u141), was advanced and the leaflets were successfully grasped. Deployment was started; however the actuator knob was difficult to turn; the actuator knob would turn back. After the actuator knob was turned eight times the clip did not release from the cds. Trouble shooting (actuator knob was turned many times, m-knob, a/p knob was released and applied, guide was turned clockwise and counterclockwise) was performed. The clip released from the cds after 20-30 minutes of troubleshooting. A total of two clips were implanted, reducing mr to 2. The patient had a good outcome. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficult to deploy the clip and physical resistance of the actuator knob could not be replicated in a testing environment due to the following: the coupler was unable to be exposed distally from the delivery catheter shaft, the clip was not returned, and the actuator knob and crimping cam had been removed from the device, and a bent actuator mandrel at the proximal end was noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported difficulty deploying the clip appears to be related to the physical resistance of the actuator knob and the physical resistance was due to the user technique of retracting the actuator knob (retracting too far back). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.